Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient lost consciousness around 5:30pm. Prior to this, the patient was feeling tired. The patient¿s tandem insulin pump (cgm receiver) was reading 51 mg/dl and the bg meter reading was 38 mg/dl. It was not specified if the patient had been attempting to treat his hypoglycemia before losing consciousness. The patient¿s wife called emergency medical services. Once ems arrived, the patient was treated with IV dextrose. The patient regained consciousness around 7:00pm. Ems then gave the patient some peanut butter. The patient was transported to the emergency room. There was no documentation of further treatment or medication provided to the patient while in the ER. It was confirmed the patient lost consciousness due to a hypoglycemic episode. The patient was discharged home approximately 3 hours later. The patient was in good condition and his current bg meter reading was 117 mg/dl at the time of report. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.